Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep: it was determined that patient's implant was at eos (end of service). The patient has been scheduled for an implant replacement on (B)(4) 2018. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding a consumer with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. The hcp reported patient had a return of symptoms on (B)(6) 2018. The rep indicated that while trying to run impedance checks the implant shows a por (power on reset) message, and it won't let him finish his impedance check. Rep said he would clear por and then same issue occurred again when running impedance. Technical services reviewed with rep that implant is likely at end of service, which can cause device to act erratically, and asked rep to try again to confirm. Reviewed battery status being ok, low, or eos once device has given por. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep: it was determined that the eos (end of service) was determined as normal battery depletion. No further complications were reported or are anticipated.